Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 1 month after two dental implants were installed in intraoral regions #26 and #28, their non- osseointegration was observed. Sixty ncm of primary stability was achieved and the implants were immediately loaded. The patient presented insufficient bone quality/ quantity (bone type ii).